Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that the lcd is broken and spot of ink.

Manufacturer narrative:
The pump passed the self test. No missing segments, partial display, ink spot or lcd broken during testing noted. The pump was received with a scratched case, a pillowing keypad overlay, a missing display window cover, keypad overlay texture damage and minor scratches on the lcd window.